Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system continued to have a dripping from the cartridge chemistry (cc) sample probe. Customer reported that the leak was contained to top of instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined that the water on the drip tray was not from a loose probe. The fse removed and replaced the vacuum waste valve.